Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level over 400 mg/dl resulting in the customer losing consciousness. Suspected cause of elevated bg was the pump not delivering insulin; however, no issues were observed with the cartridge, infusion tubing or cannula. Customer was treated with an insulin drip and intravenous drop to address bg. Customer was released from the hospital three days later with no permanent damage. Reportedly, the customer reverted to insulin pens for insulin therapy.